Event description:
Boston scientific/target was notified of an incident with a spinnaker elite flow directed catheter 1.5 f-l used in an embolization of a patient with a brain avm. The device was prepared on the bench in the usual fashion; a small c-shaped curve was steamed on its distal extremitiy, it was flushed with saline, and a target therapeutics stiffening stylet introduced to its extremity. The catheter/stylet apparatus was introduced into the 6-french cordis envoy guiding catheter, and the stylet removed prior to the microcatheter emerging from the guiding catheter. The catheter was easily navigated to a brain avm feeder; upon performing superselective angiography, it was noticed that contrast material was present in the feeder, proximal to the tip of the microcatheter. The physician suspected that the catheter had a proximal perforation, removed it and tested it on the bench by pinching the extremity and injecting from the hub. The physician noticed contrast material leakage from a performation approximately 01 cm or so from the tip. The physician reported this event to the FDA medwatch web site. The patient was reported to be in good condition.